Event description:
It was reported that the right ventricular lead and the left ventricular lead showed high thresholds. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 4193-88 implantable pacing lead 2009 (B)(6).

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. It was noted that the distal low voltage electrode of the lead was covered in blood, and the distal end right ventricular (rv) and superior vena cava (svc) defibrillation coils had body tissue/fibrotic growth. The analyst also commented that lead segments that were returned were thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the ¿high thresholds¿ described in the event. There were no anomalies observed that would contribute to the high thresholds. Because only a partial lead in segments was returned it cannot be determined at this time the likely nature of the high thresholds. There is a 7 cm segment of the insulation that was not returned. Concomitant products: 5076 implantable pacing lead (B)(6) 2003. (B)(4).